Manufacturer narrative:
Per tandem user guide: change your cartridge every 72 hours or as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using the same supplies for over 3 days on the mobi pump. Tandem technical support educated customer the mobi cartridges should be changed every 72 hours. The customer's blood glucose level was 524 mg/dl. Elevated blood glucose was addressed with a correction bolus via the pump. The customer changed the cartridge and resumed insulin therapy.